Event description:
The family lifted the wheelchair while the end user was sitting in it and attempted to carry it down three stairs. The end user fell as one of the handles bent and came out. He suffered a head laceration.

Manufacturer narrative:
The family lifted the wheelchair while the end user was sitting in it and attempted to carry the wheelchair down three stairs. The end user fell as one of the handles bent and then came out of the frame. He suffered a head laceration which was repaired with 7 surgical staples. The sample was not returned for eval. No photos were sent. We have not had a similar incident reported to us. We have no info to suggest a mfg defect caused or contributed to the reported incident and determined the root cause to most likely be misuse. The wheelchair is intended to be maneuvered on smooth surfaces and not for carrying end users while they are sitting in the chair. Due to the reported injury and subsequent need for surgical intervention, this medwatch is being filed.